Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported that the procedure was long and complex due to coronary guidewire pericardial effusion with urgent need for draining combined with difficulties to stop bleeding into pericardium. Heparin was removed from the purge. Ultimately, protamine was used. The impella was explanted as active clotting time (act) was running below 160 sec. Patient survived the procedure.